Manufacturer narrative:
Reported event, ¿fell apart¿, is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 complaints for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on 03nov22. The report was found to be written against 60-6085-202a, vcare 200a - large device that was being used during a laparoscopic vaginal hysterectomy procedure on (B)(6) 2022. The report stated, ¿the device fell apart in the middle of using it and removing it out of the vagina with the uterus. The device was no longer needed and was thrown away due to the amount of blood on the device.¿ the procedure was completed with no report of delay and there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on (B)(6)2022. The report was found to be written against 60-6085-202a, vcare 200a - large device that was being used during a laparoscopic vaginal hysterectomy procedure on (B)(6)2022 . The report stated, ¿the device fell apart in the middle of using it and removing it out of the vagina with the uterus. The device was no longer needed and was thrown away due to the amount of blood on the device.¿ the procedure was completed with no report of delay and there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.